Manufacturer narrative:
Lumenis investigated the reported event making reasonable attempts by phone and email with the user facility to obtain patient treatment settings, patient information, and patient photographs, however; none were provided. An examination of the subject device by a lumenis technical expert concluded no device malfunction was observed. Subject device malfunction is not the suspected cause of the event reported. No treatment settings, patient information, or photographs were provided by the user facility, therefore a clinical review cannot be performed. Additional info sep 27 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A user facility reported that while using a lumenis ultrapulse encore laser, the activefx handpiece scan pattern was erratic, than a concentrated beam burned one (1) patient at a single point. No information regarding serious injury or medical intervention to preclude permanent impairment was reported or received.